Manufacturer narrative:
Patient¿s race/ethnicity not provided for reporting. Date of postoperative tfna helical blade cut out is unknown. This report is for one (1) unknown tfna helical blade/unknown lot. Part and lot number are unknown; UDI number is unknown. The 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number is not provided for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient originally underwent implantation on left hip using trochanteric fixation nail- advanced (tfna) nail and helical blade, on (B)(6) 2017. Patient underwent revision surgery on (B)(6) 2018, to total hip arthroplasty due to tfna helical blade cut out. All implanted implants: a blade, a nail and locking screws were removed. Procedure was successfully completed. There was no surgical delay. Patient outcome was reported as stable. Concomitant device reported: unknown distal locking screw (part # unknown, lot # unknown, quantity # unknown); tfna nail (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) unknown tfna helical blade. This is report 1 of 1 for complaint (B)(4).